Manufacturer narrative:
Philips has investigated this complaint. The philips field safety engineer inspected the onsite and confirmed the system not booting up because of backup drive. Review of system log file showed that the issue with device backup drive. The fse shutdown the system and disconnected the backup drive from it and the system booted successfully. The fse performed multiple reboots to ensure the functionality of the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device was not booting up successfully. The device was outside of clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.